Event description:
A consumer reported via the manufacturer's representative (rep) the patient shot themselves and died. It was unknown if this was related to the device or therapy, where the patient passed away, if autopsy records would be available, who would be the best person to get in contact with for further information, or if there were any medical events/procedures that led up to the patient's death. Relevant medical history includes movement disorders.

Manufacturer narrative:
Corrected information: sex, date of birth.